Event description:
This has occurred with multiple patients on multiple hill-rom total care sports beds. Hill-rom total care sports beds, model p1900f005610, beds are moving into trendelenburg (head down/feet up) position when they are not supposed to. When the bed is empty and there is no weight on it, it works fine. When a patient is put in the bed, especially a heavier patient, all of the directional controls force the bed into a trendelenburg position. This can pose a safety risk, particularly to patients that are cardiac or respiratory compromised. The second problem is that the screen on the side of the bed tends to dysfunction. The screen will go blank. This limits the operational use of the bed.